Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient's stoma site had an infection with discharge and was prescribed an unknown antibiotic treatment for five days. After the antibiotic treatment, the stoma site infection was resolved.

Manufacturer narrative:
New information added to d4 (lot number, catalog number, expiration date) and h4 (device mfg date).

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient's stoma site had an infection with discharge and was prescribed an unknown antibiotic treatment for five days. After the antibiotic treatment, the stoma site infection was resolved.